Event description:
Add'l info received 9/7/99: based upon investigation, the following info is provided: investigation findings: cause: a set screw, originally supplied unassembled as an assembly part, was found missing in both complaints; this allowed the light head and extension arm to fall when in motion. The set screw is intended to secure a trolley held collar/downtube to a vertical shaft. This vertical shaft is attached to the horizontal member supporting the light-head. Hazard: the falling lamp could have caused more serious injury to personnel (clinician and/or pt). Actions taken to correct existing deficiency: the svs were notified by fax (requesting report of any similar problems) and a hazard alert was issued in response to the 1" received complaint. The second received complaint resulted in a recall and a production change (the set screw is now preassembled as opposed to being supplied as a user assembled part). Action taken to preclude recurrence: see correction action directly above. Disposition instructions: inspect units for missing set screw in "down-collar". If found, report finding. Firm's recall strategy: the end-user notification letter titled "important medical device safety correction" was sent to 61 end-users (58 hosps and 3 government facility) on 4/13/99 in white co letter-headed envelope flagged with a pink label indicating "safety alert enclosed." In the cover letter, MFR describes the reason for medical device alert. In the enclosed response form, consignees are requested to remove the set-screws from the trolley, verify them with the drawing enclosed in the notification letter, fill out the response form and return it to MFR. Upon receipt of the end-user response forms, MFR will send replacement parts (set screws) for those units not having the correct set-screws. The distributor notification letter titled "important medical device safety correction" was sent to 49 distributors (48 domestic and 1 foreign) on 4/13/99 in white co letter-headed envelope flagged with a pink label indicating "safety alert enclosed." The cover letter is identical to the end-user notification letter. In the response form, distributors are requested to provide end-users' names and addresses to MFR. The omission of sets-screws in the installation pack for fleximount ceiling track mount system with trolley model 0102180 was discovered during a complaint investigation at the firm in 4/99. To preclude recurrence of the problem, the firm has decided to change mfg procedure to remove the setscrews from the installation pack and pre-assemble them into every trolley.